Event description:
The customer reported that his evis exera iii video system center was not producing an image through the flat connector input. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was repaired on site. The dp board of pal and a faulty scope cable plug unit that was caused by a faulty locking mechanism were replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 6 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to a problem that occurred in the video transmission due to faulty dp board, which was the video signal path from the scope, or faulty scope cable plug in unit. A definitive root cause cannot be identified.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event took place during a functional check at procedure preparation. Reportedly, there was no harm to the patient. No further details provided.